Event description:
It involves the product: statlock IV select luer lock extension set with 2 smartsite valves. In the infusion unit, the staff place a high volume of ivs on a daily basis. For the past year or so, the staff on this unit have experienced cracking, disconnecting, leaking from, and even the product literally falling apart when handled. With this incident, after placing the IV in the pt's left forearm for an infusion, the staff noticed blood immediately filling up the IV tubing. The blood was found to be spilling out of a crack in the tubing where the valve adjoins one of the two lumens. Date of use: (B)(6) 2012; duration of use: 5 minutes. Reason for use: IV infusion.